Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, customer technical support (cts) received a call that was transferred from the sales department after the patient called to request a new pump. A hyperglycemic event was reported but the description of the event was not clear; cts stated that the patient was a poor historian. The patient reported being hospitalized just prior to (B)(6) 2013. The patient reported blood glucose (bg) reading 1100 mg/dl with vomiting. It was reported that a family member found the patient unconscious; the patient was transported by emergency personnel to the hospital and admitted to the intensive care unit for one week. The patient reported comatose status for one to three days and could not recall what happened during that time. It was said that the pump had been removed during that time and that the infusion set was no longer in situ. The patient reported that a diagnosis of cardiac arrest was ruled out. It was reported that the patient was discharged from the hospital on insulin injections. The patient reported that the pump was not available for review. There was no reported malfunction. The patient did not recall events leading up to the event. It was stated that the patient¿s primary physician recommended that the pump therapy be discontinued but the patient was unable to report what factors precipitated the recommendation. It was further said that family members had taken the pump after the hospitalization to ensure that it is no longer used by the patient. The patient stated that the diabetes is being treated with insulin injections at the time of the call. The patient stated that bg readings were ranging from 100 mg/dl to 130 mg/dl in the mornings and 160 mg/dl to 170 mg/dl in the evenings. Cts advised the patient to call back with the pump in hand for review; the patient has not been in contact with animas since the initial call. Follow up attempts, to reach the patient for more information, were unsuccessful. At this time, the patient has not received a new pump from animas. This hyperglycemic event is being reported with the likelihood that misuse or use error was a contributor to the hospitalization. At this time, there is no report that a pump malfunction or defect was associated with the event.